Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that a patient's PICC developed a hole (1-2cm) in it. The PICC had been in the patient for approximately 30 days. The clinician made decision to remove the PICC and place another one in the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that a patient's PICC developed a hole (1-2cm) in it. The PICC had been in the patient for approximately 30 days. The clinician made decision to remove the PICC and place another one in the patient.